Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system will boot into standalone mode and was unable to get it past that point. It was further reported that the case should be cancel, turned out to be user error and they were able to get it to work. They did not elaborate on what the issue was.